Manufacturer narrative:
The filler was injected into the patient and is not available for return. This is a known potential adverse event addressed in the product labeling. Complaint (B)(4).

Event description:
The healthcare professional reported injecting 2 syringes of evolysse form into the tear trough, cheek and lip of a patient. Two weeks post injection, the patient experienced "hardness" at the injection sites and it appeared that the filler clumped together. At three weeks post injection the hcp dissolved the product. The "patient's" symptoms have been resolved.